Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient had an iud removed prior to the start of the hta procedure. The patient had a large cavity, and a large fibroid was present. Three fluid loss alarms were received during the ablation, and the system advanced to cool down. The procedure was aborted. The system functioned as intended when three alarms occur as a safety mechanism. There were no patient complications during the procedure, and the patient was reported to be "okay" post procedure. The patient went to the emergency room later that night due to congestive heart failure. No further information regarding hospitalization or patient condition is known at this time. The physician reported that she "cannot draw a specific conclusion as to what happened with this particular patient." Several attempts, both verbally and written, have been made to obtain additional patient and event information, specifically regarding any pre-existing cardiac conditions. However, no further event details have been made available to boston scientific to date.